Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient noted she had been in the emergency room following a syncopal event eight months earlier. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported.